Event description:
Reporter stated that the softclix lancet device carrier is not fully retracting, resulting in the lancet protruding from the device end-cap. Reporter indicated that no accidental puncture occurred as a result. Reporter did not provide the location where the problem was first discovered. Technical support requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The softclix plus lancet device is the suspect product.